Event description:
On (B)(6) 2011, customer reported a hydropneumatic system error and a pinkish fluid leak under the right side of the dxc 600 pro instrument. Customer cleaned the leak with paper towels while wearing personal protective equipment, and discontinued use of the instrument until service could examine the instrument the next day. No injuries or erroneous patient results were reported. Field service engineer examined the instrument on (B)(6) 2011 and did not observe any leaks. Fse replaced the diaphragm in the main pressure regulator and adjusted the pressure. Fse primed the instrument and ran a quality control check. No further issues have been reported.

Manufacturer narrative:
(B)(4).